Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 46228. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair. Visual and functional evaluation was performed and could not confirm primary complaint. Set date and time then put unit on a/c charger for 72hrs then without power for 24hrs. The probable cause was the internal battery was not charged. No repairs were conducted. Updated software.